Manufacturer narrative:
H6: medical device problem codes, component code, investigation findings and investigation conclusion codes updated. Product investigation report conclusion: the primary reported failure mode, related to component separation, was confirmed during evaluation of the returned device; the device was returned with a distal shaft assembly separated at the transition bond. While there is evidence that the transition and dual lumen went through the bonding process, the visible collar indicates that the bond was inadequate, and the device should have been rejected during final inspection. Therefore, the root cause of the primary reported failure mode is consistent with a manufacturing deficiency. The returned device also exhibited damage (catheter kink, broken dual lumen transition). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported catheter separation, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.

Manufacturer narrative:
H3 other: the device was only recently received and the investigation has not been started yet. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a false aneurysm with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that the common iliac artery was already stented with an abbott absolute pro stent and that there was a false aneurysm. The physician decided to use a vsx device to treat this aneurysm and had a surgical approach in the scarpa area. An 0,035¿ terumo advantage guide wire and an 8 fr terumo sheath were used, and the artery was not pre-dilated. No resistance was felt during advancement, and it was easy to move the vsx device to the intended location. The vsx device was successfully deployed, however during removal of the delivery catheter the distal part was cut. With an endoscope it was confirmed that the distal part was still in the patient. With a snare the part could be removed completely out of the patient. There was no report of patient harm, and the patient is doing well.

Manufacturer narrative:
Engineering evaluation: evaluation of the returned device indicates endoprosthesis, deployment line, and knob were not returned. The catheter is broken, but not fully separated, between the dual lumen and transition component. The distal shaft is separated from the transition/dual lumen with multiple kinks present. There is a braid pattern of the distal shaft present at the bonding site within the dual lumen. The reported failure mode of separated distal shaft is consistent with the findings during engineering evaluation. Device photo: the device photo demonstrates a blue 0.035" guidewire compatible viabahn® device delivery catheter. The appearance of the device is consistent with blood contact and/or use within a clinical setting. An endoprosthesis does not appear to be mounted on the delivery catheter consistent with the field¿s report of successful deployment. The delivery catheter is presented in two separate pieces with detachment of the distal shaft from the transition. The distal shaft appears attached to the distal tip. No further information on the component bonding site could be discerned from review of the provided image. The primary reported failure mode, related to component separation, was confirmed during evaluation of the returned device. The device was returned with a distal shaft assembly separated at the transition bond. Evaluation findings showed additional damage to the delivery system, including a partial break between the dual lumen and the transition. It is unknown whether this damage was caused during the procedure as suggested by reported event details stating, 'during removal of the delivery catheter the distal part was cut.' However, indentation marks of the distal shaft braid pattern were observed consistent with execution of a transition to distal shaft bond during device manufacture. Additionally, the field indicated no specific report of resistance or use of excessive force during the procedure, and this investigation could not independently confirm how the device was handled in the field or any subsequent manipulation that may have compromised the integrity of the bond at the site of detachment. No anomalies in the manufacturing of the device were identified, and the root cause of the distal shaft detachment at the transition bond and additional catheter damage could not be established with the available information.